Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with cracked display window corners, minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported that the easy bolus button on the insulin pump was no longer responding. Customer stated that the button began to work again, then stopped responding once more. Customer stated that she had to bolus by using the main menu. Blood glucose level at the time of the call was not provided. No further info was provided.